Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next ez meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported the his blood glucose readings were not being stored in the memory of the contour next ez meter. Additionally, the customer alleged that one of their readings were incorrectly stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.